Manufacturer narrative:
Integra has completed their internal investigation on 7/23/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the device was found to be beyond the warranty period. The unit came without a case/ foam set. Accessories were not complete. Visual inspection found broken dowel pins on the right of trunnion support - base thumb screw. Also, the unit needed to be polished, lubricated and calibrated. In addition, a new ID plate was engraved. Device history record reviewed for lot number p1211 manufactured on august 27, 2014 show no abnormalities relate to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in the complaint system for this reported failure and or related to " device to be repaired" for this product ID shows that complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. The root cause can be attributed to no malfunction, the physical damage and additional findings are consistent with age/use/wear.

Event description:
It was initially reported the device was being sent in for repair. Additional information was requested but no other information was provided